Manufacturer narrative:
(B)(4). Date sent: 7/10/2024. Additional information was requested and the following was obtained: "a patient safety event form was not completed by the circulating nurse in the room".

Manufacturer narrative:
(B)(4). Date sent: 6/13/2024. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "it was stated that "what was the ¿patient safety event?¿ no". Please clarify: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)" Additional information was requested and the following was obtained: "-patient safety event not completed. What was the procedure type? Curved dissector. Please clarify how the devices did not work. When closed the ends of both dissectors did not line up correctly and it did not conduct current when peddle was pressed. What was the ¿patient safety event?¿ no. Why was the procedure not completed? Procedure was completed after I found a dissector with a different lot number. What generator was used? Esu in or 2. Did the generator work? Yes. Was the generator and foot pedal checked? Yes, both worked fine. Please provide the name, make and model of the cord used to attach the dissector to the generator. Megadyne reusable monopolar cable ref# (B)(4)". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, device did not work when connected to monopolar. No patient consequences.